Event description:
It was reported that during an unknown procedure, the connection between the joint and the jaw fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Per the clinic, the patient experienced a decrease in performance. When testing was attempted, connection to the device was not possible. Explant and reimplantation is planned, but had not taken place at the time of this report december 31, 2009.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).